Event description:
Edwards received notification from our affiliate in (B)(4). As reported, 26mm sapien 3 case by transfemoral approach in aortic position. During valve alignment, tension on the system was noted (valve alignment performed in a straight section of the aorta). After the commander delivery system with valve was positioned in the native annulus, valve deployment started, however, a punctured commander delivery system balloon was noted and the valve was unable to be deployed. Therefore, the entire system was removed and new devices were prepared with good final result. No injury was reported and the patient was doing well post procedure. As per pre-decontamination evaluation, the esheath distal tip was found to be torn and the shaft was kinked.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The device was returned after use in the procedure with the delivery system fully inserted through the sheath. The returned device was evaluated, and the following was noted: sheath was fully expanded, as designed. Distal tip was torn but remained attached to the sheath. All score lines were present on the distal tip. The tip did not open along the axial score line. Kink in the hdpe at approximately 2 cm form the strain relief. Liner was partially delaminated with a length of about 3cm. Scratches along the body of the sheath. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and sheath kinked/bent were confirmed based on provided imagery of the device after being used in the procedure. No manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. Per evaluation of the returned device, the sheath distal tip was torn and separated. Additionally, the distal tip did not open along the axial score line. However, all score lines were present. The observed damage is characteristic of sheath tip tear events identified in product risk assessment (pra). Investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip during delivery system insertion/advancement. A CAPA was previously initiated to capture the investigation of this event. As such, available information suggests that improper expansion of the sheath tip during thv advancement may have contributed to the complaint event. Per evaluation of the returned device, the sheath shaft was found to be kinked. Per imagery provided, the patient had tortuosity present within the access vessels. The presence of tortuosity can create a challenging pathway for the sheath as it can subject it to suboptimal angles. As the delivery system had a torn balloon, it is possible that excessive device manipulation was applied to overcome any potential difficulty retrieving the delivery system through the sheath, which consequently, may have caused the sheath shaft to kink. As such, available information suggests that patient factors (tortuosity) and procedural factors (withdrawal of torn balloon, excessive manipulation) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. No corrective/preventative action nor pra escalation are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6).. As reported, 26mm sapien 3 case by transfemoral approach in aortic position. During valve alignment, tension on the system was noted (valve alignment performed in a straight section of the aorta). After the commander delivery system with valve was positioned in the native annulus, valve deployment started, however, a punctured commander delivery system balloon was noted and the valve was unable to be deployed. Therefore, the entire system was removed and new devices were prepared with good final result. No injury was reported and the patient was doing well post procedure. As per pre-decontamination evaluation, the esheath distal tip was found to be torn and the shaft was kinked.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.